Event description:
End user ran into the wall when the joystick took off, joystick was swapped out 6 to 8 months ago and is accelerating the chair bad since swapped out. When turned speed to turtle it is not slowing down the chair. Daughter will call back with serial number. Daughter stated that he has hit a few doors and scratched them up. Customer updated (B)(6) 2014 the joystick itself it tied to the chair currently, she states it is physically broken now.